Manufacturer narrative:
The reported events of oversensing and ¿damage on the lead during the removal procedure¿ were confirmed. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 39.5cm to 39.7cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with noise resulting in oversensing on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. Lead damage was noted during the procedure. There were no patient consequences.